Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr part 803. A manufacturing review could not be performed, as the lot number was not provided. The device was not returned. One image was provided and reviewed. The image demonstrates the obturator with its distal end within the breast. The obturator appears to be narrowed in the distal portion due to a thin area of lucency, likely representative of air, which appears along one side. Based on the image provided, air within the device can be confirmed. The root cause could not be determined based upon available information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an MRI breast biopsy procedure, air was visible in the obturator. The procedure was performed without incident. There was no patient injury reported.